Event description:
The customer reported to olympus, the broncho videoscope had an air/water leak and scope communication error. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the device had no image (black). Additional non-reportable findings were as follows: the leak test showed severe channel leak which was unable to seal, distal end plastic cover had multiple deep scratches/channel crack/ stains, bending section cover glue had lifted chip, light guide lens showed deep scratches, control body had scratches, the light guide tube had a dent, the light guide tube and insertion tube, switches 1 through 4 were not working and the shrink tube on the bending section was scratched/chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, olympus confirmed water invaded the device due to a leak in the biopsy channel, which led to an abnormality in the electrical parts, and resulted in the reported issue. After drying the subject device, the image was restored. The event can be prevented by following the instructions for use which state: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the white light imaging and narrow band imaging endoscopic images are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the intended therapeutic bronchoscopy procedure was completed using a similar device. The patient was not under anesthesia and there were no reported delays.